Manufacturer narrative:
Analysis of the device revealed the device was at end of life when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device functionality was bench tested after both installing a new battery and reloading the product code. The bench test established that no anomaly was detected. Based on this information, there was no evidence of device malfunction.

Event description:
It was reported that the asymptomatic patient presented in clinic for a routine check whereupon it was established that the patient¿s pacemaker was in back-up mode. An effort was made to determine the cause of the default to back-up mode but the pacemaker was unable to sustain telemetry. Subsequently, the patient¿s pacemaker was explanted and replaced. The patient was stable before, during, and after surgery.